Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue with fetal heart rate. The patient needed a medical intervention. No patient injury was reported.

Manufacturer narrative:
A patient was admitted after a cardiac echo with a fetal heart rate of 270 bpm via philips ultrasound machine. Afterwards the patient was monitored on an fm20 but the baby's hr was 138 bpm. The doctor confirmed again with a cardiac echo a heart rate of 270 bpm. A new monitoring period with another fm30 and another vendor's device (techmed), always showed a fhr at 138 bpm. The monitored baby had size of just 9 cm. The patient was in week 26 of pregnancy. Due to the high measurement of ultrasound echo, the patient required medical intervention. The patient received a strong heart drug doses as follows: flecaine lp 100mg 1cp/8hours since (B)(6) 2017 digoxine 0.5mg po 7h -19h since (B)(6) 2017. Reviewed the traces. The trace shows a heart rate of the fetus and no verification with the mother's heart rate. Beside the fact that the customer has not measured the mother's heart rate, the trace does not show any problem which could be linked to a potential malfunction. With given information it stays unclear why the value of ultrasound echo or fetal heart rate is different. The root cause could not be identified. The pse suspected that the heart rate had been doubled or halved at one monitoring device. Further information about doubling/halving of heart rate could be read in the instructions for use. The measurement range of the transducer is limited between 50 to 240 bpm. A value higher than 240 bpm is outside the specified measurement range and could not be reliably measured and sent to the monitor. In such a case the monitor would be expected to show invalid measurement with symbols "-?-". The responsible field service engineer attempted to contact the customer for further details or verification about the resolution. There was no feedback from customer received. As a result of the lack of available information about how the reported issue was resolved, a complaint handling database search was performed on may 30th, 2017 and revealed no further actions or calls by the customer related to the reported serial number. As we did not receive any further information, we conclude the customer has resolved the issue. Philips considers that the device remains at the customer site. The device was not available for an evaluation. No statement about potential malfunction could be done. The provided traces were reviewed by the pse. No trouble could be found. Due to the lack of information, a malfunction is possible but could not be confirmed though the heart rate value was outside the measurement range for the device. No further investigation or action is warranted.